Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that prior to a port placement procedure, the device was allegedly contaminated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed powerport MRI implantable port kit was returned for evaluation. Visual evaluation was performed on the returned device. During visual evaluation, what appeared like an insect like and unknown residue was noted within the top portion of the glued patient discharged kit on the back of the package tray. Manufacturing site evaluation of the sample found outside the bag there are residues of contamination. A closer look shows what appears to be two ants and pollution particles on the literature bag. This condition could be caused in the process of shipping the material. The investigation is confirmed for the reported bug inside the package issue. The root cause is determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the kit was allegedly contaminated. There was no patient contact.